Manufacturer narrative:
The main component of the system and other applicable components are: product ID pnma01411a004, serial # unknown, product type recharger.

Event description:
A consumer implanted for peripheral causalgia and spinal pain reported the recharger belt broke. No out of box failure was reported. Due to the recharger belt breaking the consumer was unable to charge the implantable neurostimulator (ins), and they lost stimulation and therapy on (B)(6) 2016. It was recommended to the consumer to try charging before they got a new recharger belt before they got too low.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.